Manufacturer narrative:
The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report four of five for the same event, reference 3003853072-2016-00066 through -00070.

Event description:
It is reported the primary surgery was performed (B)(6) 2013 for multiple level lumbar degenerative disease with nerve root pain and instability. Arthrodesis instrumented with from l3 to l5 (8 polyaxial pedicle screws, 2 rods, 8 set screws). Post operatively the patient was doing well and returned to work. In (B)(6) 2015 the patient informed the surgeon that she heard a cracking noise in her back and had pain. The x-rays showed that the set screws (a.k.a. Blockers) had backed out. Four nuts are unscrewed. Revision surgery on (B)(6) 2016. The surgical revision was performed on (B)(6) 2016. During the operation, they identified 4 of the 8 set screws were unscrewed bilaterally at l3 and l4. One set screw had migrated into the tissue, invisible to the naked eye and was found after incision with the electro cauterizing scalpel. The surgeon removed the 4 set screws that were still in the proper position as well as the 4 unscrewed set screws, extended the arthrodesis to include l2- removed the rods and discovered that the left rod was broken, next to the head of the screw (not visible on the imaging). The screws were not removed, the surgeon added a level.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Fields were updated based on the receipt of the device for evaluation. Supplemental report four of four for the same event, reference 3003853072-2016-00066-1 through -00068-1. The device reported in 3003853072-2016-00070 was not returned. An additional lot was received that was not reported, reference initial report 3003853072-2016-00122.

Manufacturer narrative:
The investigation was completed with the returned construct parts and the information available. A review of the manufacturing records did not find any issues which would have contributed to this event. The root cause of this event cannot be conclusively determined, however, it is noted that additional construct manipulation (ex. Compression, distraction, in situ bending, reduction, etc) after final locking can loosen previously tightened blockers. Additionally, if the rod is not well approximated to the saddle of the screw as a result of incomplete rod reduction maneuvers, the construct may loosen.